Event description:
It was reported that sometime post a dialysis catheter placement, a gap was allegedly found in the arterial catheter hub. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation and one photo was provided for review. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A slight gap was noted to the red luer hub. The red luer was pressed on and it was not fixed in place. Therefore, the investigation is confirmed for the reported gap in the catheter hub issue and the photo review also confirms the same. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, a gap was allegedly found in the arterial catheter hub. There was no reported patient injury.